Event description:
It was reported that a break was noted at the distal end of the catheter. During an atrial flutter ablation procedure with a blazer prime xp catheter breakage was noted at the end of the catheter between pole 1 and 2. The catheter was exchanged for another blazer prime xp catheter, breakage was also observed at the end of the catheter. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The reported failure was confirmed through investigational analysis. Visual inspection revealed the device has a kink at the distal section while in the neutral position. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device failed the dimensional test since the curve was out of specification due to a bent center support between ring #1 and ring #2 in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. Dissection revealed that the kevlar wrap was retracted and out of specification. The kink at the distal section caused by the bent center support confirmed the reported complaint.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a break was noted at the distal end of the catheter. During an atrial flutter ablation procedure with a blazer prime xp catheter breakage was noted at the end of the catheter between pole 1 and 2. The catheter was exchanged for another blazer prime xp catheter, breakage was also observed at the end of the catheter. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's current condition is fine.